Manufacturer narrative:
Estimated date the device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation.na

Event description:
It was reported through a research article that after using a prostar xl in patient #7 residual bleeding (uncomplete hemostasis) occurred. The pre-close technique was used prior to a transfemoral transcatheter aortic valve interventional procedure with a sentrant 14fr sheath and an evolut r 26 mm valve. The article does not provide specific treatment for the patient. Unspecified intervention was required. Details are listed in the attached article, titled "effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation."